Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-sensed t-wave oversensing and undersensing were observed. Technical support was contacted and suggested reprogramming the device to resolve the issue. The device was reprogrammed but was not successful. Therefore, the physician elected to monitor the patient. The patient was in stable condition.